Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure  the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient performed a controller exchange for a high alarm that occurred. He switched the controllers before looking at the message on the screen. Log files showed a critical battery alarm followed by two vad stopped alarms.&#2068;he batteries he was using at the time showed 2/4 and 3/4 lights on the battery capacity display when the test button was pushed. As a side note the controller battery connector adjacent to the data connector was loose.&#2062;o additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm was logged on (B)(6) 2016 at 08:03:49, where (B)(4) went from 48% rsoc (relative state of charge) to "0%" rsoc. This is indicative of a communication error between the controller and (B)(4). A vad disconnect alarm due to a physical disconnection of the driveline was logged 2 minutes later at 08:05:46. Additionally the controller was received with a loose power port 1 connector. Analysis revealed that the device failed visual inspection and functional testing due to the loose connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Loose power connectors are currently being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.